Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 3006705815-2018-00261. It was reported that the patient's trial implant procedure was abandoned on (B)(6) 2018. Reportedly, the trial leads kept migrating to the right side when being placed and was unable to get bilateral coverage. As a result, the physician decided to explant both leads. Additional surgical intervention is planned to replace the lead on a future date.

Event description:
Device 2 of 2. Reference MFR report #: 3006705815-2018-00261. Reportedly, the patient has coverage of all pain areas and the issue was resolved.